Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of an evoque procedure in tricuspid position where on pod 172, the patient was admitted to the hospital due to rsv pneumonia and chf exacerbation with hypoxia. They were experiencing shortness of breath, cough, cxr showing pulmonary edema, and an elevated bnp of 1,456. An echo was done that showed the patient had moderate pvl. The patient received IV diuretics and supplemental 02. The patient was transferred to hospice for comfort care, and on pod 185, the patient died. Per the additional information received, the cause of death was heart failure (lv dysfunction).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The report complaint valve does not seal on annulus, significant leak flow observed (pvl) was confirmed with other empirical evidence via complaint description. No manufacturing non-conformities were able to be identified, and no device related issues or malfunctions were confirmed from the device history record review. Per the additional information received, the cause of death was heart failure (lv dysfunction). There was no imaging data provided from the reported event therefore, potential root causes were unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.